Event description:
Since having surgery, rptr has had severe pain and it hurts to sit down or lie down. He needs pain pills to sleep, cannot work, left leg is numb part of time, he's depressed and has not worked since operation.